Event description:
Patient reported a freedom pump malfunction occurred on (B)(6) 2023. Second syringe was infusing when syringe snapped out of pump, and a "wire" from inside the pump was sticking out. Patient lost approximately 40 ml of 100 ml infusion. Unknown if patient missed a dose or experienced an adverse event. Pump available for return. Pump serial number unknown. No further information. Reported to cvs/caremark by health professional.